Event description:
It was reported that the patients atrial lead dislodged three years ago. The lead was explanted on (B)(6) 2014 during a device changeout.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.